Event description:
It was reported that customer experienced occlusion alarm earlier in day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing cartridge and resuming insulin delivery.